Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient tested 1.4 inr and 2.5 inr on the coaguchek xs system. Patient states the test strip may not have been used within 10 minutes of removing it from the vial. No actions taken based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.